Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels dropped between the ranges of 30-40 mg/dl. Customer was given honey before being taken to the emergency room (ER) for treatment. Customer did not recall the mode of treatment received at the ER. Customer was in the ER for approximately 5 hours before being released. Customer reverted back to manual injection for about a week, before resuming back to pump therapy.